Event description:
The patient had a lapband implantation almost two years ago. Immediately patient began vomiting and the physician told patient to come in after the vomiting had ceased. Patient continued vomiting until patient was admitted to the hospital with septicemia. Patient stated "lapband slipped and melted and had to be removed." The device explanted in 2003.